Manufacturer narrative:
Concomitant medial products: product ID: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately six week post device replacement. The entire cardiac r esynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.